Manufacturer narrative:
Result: headend left brake crank assembly, left brake rod.

Event description:
It was reported by service report that the headend brakes would not engage. No pt involvement or adverse consequences were reported.